Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of a set screw septum anomaly was confirmed in the laboratory. Visual inspection noted the parylene coating was not completely removed around the rv portion of the header, which prevented the medical adhesive from adhering to the header and securing the rv and svc septum.

Event description:
It was reported that during an implant attempt, after securing the set screws, the set screw septum popped off on the wrench shaft. The device was replaced without any further complications. There were no adverse consequences to patient.